Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction and telemetry device is not making any sound at all. There was no report of any adverse event or patient harm. The device was not in use on a patient.